Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the right plunger case cracked. During analysis, the reported issue was not able to be duplicated. When checking alarm history, it was noted that the clutch was released during an infusion causing the check clutch/ plunger lever error. Service replaced clutch half's left and right with leadscrew and spring and worm coupling and gear as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor error and travel reverse error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.